Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 30-oct-2018. On investigation, the keypad was intact and without damage. All keypad buttons demonstrated normal response on testing. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the keypad was damaged and the up and down arrow buttons were both over responsive. There is no indication the alleged product issue caused or contributed to an adverse event.